Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced a "feeling of ICD [implantable cardioverter defibrillator] shock." The device was interrogated and revealed no arrhythmias nor device therapy delivered. The device remains in use. No further patient complications have been reported as a result of this event.